Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 no harm to patient or user. A review of device history no previous j2 issues with the ibsu. This is considered a low-occurrence issue and will continue to be tracked and trended using appropriate fault codes to determine if further action is required.

Event description:
The reporter alleged that during planned maintenance it was identified that there was a damaged j2 communication cable on the instrument bedside unit (ibsu). There was no patient involvement, therefor no harm to any patient. The issue if observed during clinical use would make the ibsu unavailable for use. .no further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries